Event description:
It was reported the device was used during a billroth ii, the staples misformed. Used a new device to complete the case. There was no adverse pt consequence. No further info is available.